Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. Attempts were made to reposition this ra lead, but the helix was no longer functioning properly. The decision was made to replace this ra lead. There were no adverse patient effects reported.

Manufacturer narrative:
This ra lead will not be returned for analysis. At this time there is no additional information. Should additional information become available this report will be updated.